Event description:
It was reported that the patient received a shock due to t-wave oversensing on the right ventricular lead. The lead will be reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed there was one ventricular non-sustained tachycardia (nst) equal to 200ms on (B)(4) 2012. Concomitant product: 4592 implantable pacing lead 2010 (B)(6). (B)(4).